Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician could not duplicate reported issue. Model lap top ventilator 950 passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model lap top ventilator 950 keeps high pressuring unable to clear. At this time, it is unknown if the incident took place while connected to a patient. No further information was provided regarding patient involvement.

Manufacturer narrative:
Please note that section is intended to be left blank but becomes auto populated after submission, as a result of a software related anomaly that is being addressed. Please disregard the date entered in section. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.